Event description:
It is reported that there was a dent in the plastic tray that holds the implant. The surgeon did not want to risk the sterility, so a new one was requested.

Manufacturer narrative:
This report will be amended when our investigation is complete.